Event description:
In 2001, the distributor's sales representative was contacted by the user facility's central supply concerning the following: physician stated device was found leaking at base prior to close of pocket. Physician replaced device. Physician stated leakage was observed at device housing at bottom base.